Event description:
Reference number (B)(4). Event occurred in slovenia. It was reported that the patient experienced infusion set fell off due to tape not sticking issue event on (B)(6) 2026. The infusion set was in use for two days. The site of insertion was gluteus. No further information available.